Manufacturer narrative:
(B)(4). The carefusion service department rep evaluated the device, verified the reported issue and determined it was caused by the turbine assembly. In addition, not related to the reported event, the base assembly needed to be replaced because it failed the leak test. The carefusion factory service department rep replaced the affected components and per the service manual ran the device through a complete operational verification procedure to ensure that the device meets factory specs. Upon completion, the device was returned to the user facility ready to be placed back into service.

Event description:
The customer reported that the device had a motor fault and hardware fault in the event log and they were displayed on the front panel. In addition, the turbine is not operational. No pt involvement, it happened during the pin check out.